Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the reservoir. The customer reported no delivery alarms occurring when attempting to manually prime the infusion set. The customer stated they resolved the no delivery alarm by replacing the reservoir. Customer's blood glucose was unknown. The customer declined to return the reservoir for analysis.